Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with hydrocephalus in or about (B)(6) 2018. After going various options, their medical team recommended surgery and the insertion of a shunt to drain fluid from their head. The surgery took place the morning of (B)(6) 2019. The procedure took approximately 2 hours, during which a ventricle and peritoneal catheter from the manufacturer were inserted in accordance with standard practice and procedure. While in post-op care the same day as the surgery, the patient became lethargic and lost consciousness. They were subsequently taken for a CT scan where it was discovered that the shunt was draining fluid far too rapidly. As a result, they were rushed into a further surgery where the shunt was clamped off to prevent further drainage, however, that was not before the patient suffered what appeared to be significant brain damage including, but not limited to, an inability to walk, paralysis of their vocal cords, an inability to eat among other things.